Event description:
During a lead revision procedure, the implant would not communicate with the external equipment. The patient failed to charge the implant prior to the procedure. The surgeon decided to implant the patient with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted equipment will not be returned for evaluation.